Event description:
Clinical narrative (si): this data is from a paper that was a retrospective study comparing low-capacity impella, 2.5 and cp, verses high-capacity, 5.0 and 5.5, impella devices in patients presenting in ami/cgs. The data was pulled from 20 different studies. 2022 patients received low-capacity impella support while 771 patients received high-capacity impella support. The comparison noted in-hospital mortality, acute kidney injury requiring renal replacement therapy, major bleeding events requiring blood transfusion, distal limb ischemic events, and stroke for both low and high capacity devices. The paper referenced unknown numbers however did reference percentage comparisons for both devices.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a, d, e is unknown.

Manufacturer narrative:
Corrected data. D4 catalog number corrected. The investigation is still ongoing.

Manufacturer narrative:
Added: e4. Major bleed/renal failure/ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.